Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, over the weekend the pt pulses which were 1+ prior to the procedure were intermittently decreased. An angiogram was performed on 10/20/97 which showed a total occlusion at the puncture site. A thrombus and some athersclerotic plaque were removed. Pulses post procedure were noted to be 2+. The pt was discharged home the next day and remained without sequelae.